Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 700 mg/dl. The customer had diabetic ketoacidosis and treated with manual injections. Customer's blood glucose value was 196 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6)2017 in the evening. The customer was hospitalized on (B)(6)2017. Customer declined to troubleshoot for high readings. The customer stated she took off the pump and forgot to put it back on. The product was not returned for analysis.